Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator exhibited technical failures, specifically error messages 400, 314, 545, and 300. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to our distributor for evaluation. The distributor completed functional testing along with a 2-year pm, and all tests passed. The device was returned to the customer and upon startup at the customer site, the device exhibited the alarms once again. The device was power-cycled, the alarms cleared, and normal operation resumed. The logs were subsequently returned to zoll technical support for review. The log review confirmed the presence of the reported alarms. As the technical alarms cleared following the power cycle, the issue may be intermittent and may not be reproducible by the distributor upon receiving the device. As a precautionary measure, the distributor was advised to return the device to their site to replace the inspiration valve. Correction: g4. PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.